Event description:
During service, the batteries were found to be depleted. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.